Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had an enlarged left atrium and ventricle. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed successfully and the clip was deployed. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.